Manufacturer narrative:
Product retention was tested by immucor on (B)(4) 2014 and shown to perform as expected. No customer product or patient samples were returned to immucor for assessment.

Event description:
On (B)(6) 2014, a customer reported obtaining unexpected negative antibody screen with capture-r ready-screen (3) when used on the galileo echo.